Manufacturer narrative:
The lead was explanted and replaced - not capped and replaced.

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Upon interrogation the left ventricular lead exhibited loss of capture in the left ventricle but was capturing the atrium. Echo and chest x-ray confirmed the lead was still in position. The physician programmed off the lead and the patient was scheduled for checkup in three months.

Event description:
New information noted that the lead was capped and replaced on (B)(4) 2014.